Event description:
On september 30, the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009, one colleague cxe volumetric infusion pump in which failure code 810:11 occurred. The reported condition was reported to have occurred in the general patient ward , and was only confirmed during biomed service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. Review of the device history review by baxter determined that the reported condition occurred during delivery. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed in the event history. The reported condition was caused by an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated to correct the reported condition. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. (B) (4)